Event description:
As reported by the user facility: (B)(4), serial # (B)(4)- under infusion- 560 total in bag to start infusion- pump stated 487ml had been delivered- that was obviously not correct. Pump was switched out and another 280ml was delivered.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the event was returned for evaluation. The pump has software version 686g030102. The volumetric accuracy was tested three times at a volume to be infused at 25ml at 250ml/hr with results as follows: 1st test: 25.1ml or 101% of expected volume for 6 minutes 0 seconds, 2nd test: 25.2ml or 101% of expected volume for 6 minutes 0 seconds, 3rd test: 25.2ml or 101% of expected volume for 6 minutes 0 seconds. The pump performed within specifications. In a follow up call to the facility, the reporter was unable to provide any additional information besides what was reported in the event description. He was able to confirm that there were no adverse reactions that occurred as a result of this event. The pump's operational lot was reviewed. Per the log, there was no infusing activity on (B)(6) 2012. On (B)(6) 2012 at 15:00:25, a new rate of 66ml/hr was set with a vtbi (volume to be infused) of 569.5ml. At 15:00:46, the pump was started and at 15:00:58, the pump was stopped with 0.21ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min. At a rate of 25.0ml/h. At 15:01:02, a new therapy was set with a rate of 166ml/hr and a vtbi of 575ml. At 15:01:34, the pump was started. The infusion was stopped at 15:04:54 with 9.25ml infused or 100% of expected volume. At 15:05:06, a new rate of 188 ml/hr was set. At 15:05:10, the infusion was restarted and was stopped at 16:51:44 with 333.87ml infused or 100% of expected volume. At 16:51:54, a new rate of 250ml/hr was set. At 16:51:56, the infusion was restarted and stopped. At 17:03:19 with 47.42ml infused or 100% of expected volume. At 17:03:27, a new rate of 325 ml/hr was set. At 17:03:29, the infusion was restarted and was stopped at 17:12:27 with 48.57ml infused or 100% of expected volume. The pump sat idle from 17:12:27 to 17:19:05. At 17:19:05, a new rate of 250ml/hr was set. At 17:21:27, the infusion was restarted and was stopped at 17:33:34 with 50.49ml infused or 100% of expected volume. At 17:34:06, the infusion was restarted and was stopped at 17:34:24 with 1.22ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min. At a rate of 25.0ml/h. At 17:35:31, the infusion was restarted and was stopped at 17:36:09 with 1.26ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min. At a rate of 25.0ml/h. The pump then remained idle and was not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.